Event description:
Same case as mfg # 2134265-2009-03901 and 2134265-2009-03899. It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. The lesion was ablated with a 1.25mm rotalink system. The rotalink 1.25mm system was exchanged and ablated with a rotalink 1.50mm system. When the physician removed the rotalink device, he reported that the distal tip of floppy rotawire (about 2mm) was detached and remained in the distal end of lad. The tip was not attempted to be removed. An unspecified stent was implanted in the lesion. No further complications were reported. The pt status is reported as "stable."

Manufacturer narrative:
The device was not returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the compliant device could not be reviewed. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors.